Manufacturer narrative:
Attempts were made by gore to obtain additional device and patient information, but these attempts did not lead to any additional information. Literature citation: nagaso, n, et al. Capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection; j craniofac surg(tokyo) 2011:22; 84-88.

Event description:
In an article titled "capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection" it states a (B)(6) man had a duraplasty using a ptfe patch. Fifteen months later he developed an infection. Five months after the infection was discovered, the patch was removed and the defect was covered with an anterolateral thigh flap. No recurrences of infection or complications were observed.